Event description:
Additional information was obtained. Further follow up was performed. Interrogation revealed normal lead measurements but some variability of impedance measurements. A decision was made to further monitor this lead.

Event description:
Boston scientific received information that a high out of range impedance measurement was displayed for this right ventricular lead. The physician was aware of this issue and no changes were made. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain in service. Should additional information become available, this event will be updated.